Event description:
A malfunction alarm was reported, specifically malfunction code 9. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, reset the pump. Afterward, a cartridge alarm occurred when the customer attempted to reload the cartridge. As a result, technical support replaced the pump. Customer reverted to an alternative method of insulin therapy.